Event description:
It was reported that a device had delivered inappropriate therapy due to oversensing of emi when patient was receiving vital stim therapy to this throat. Oversensing of p waves was also noted on the high voltage circuitry. Reprogramming was recommended. System remains in implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.